Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Prior to the peritonitis event, the patient was hospitalized for experiencing a myocardial infarction. While hospitalized the patient developed peritonitis. The patient was treated with intravenous (IV) gentamicin (dose, frequency and duration were not reported). No symptoms were reported; the pd effluent was reported as clear. The cause of the peritonitis was unknown. The patient was discharged from the hospital one day prior to receipt of this report. That same day the patient experienced cardiac arrest and passed away. It is unknown if the peritonitis was resolved prior to death. Pd therapy was ongoing ¿up until the week before death¿ then pd therapy was discontinued and hemodialysis was initiated. The cause of death was reported as cardiac arrest. It is unknown if an autopsy was performed. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).as the sample was not returned a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers gd895433 and gd895748 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).